Manufacturer narrative:
This is not an implantable device. (B)(6). (B)(4). Device evaluation: the device was returned to the manufacturer. The cartridge and soft tip were not returned in its original package. Visual inspection at 10x microscope magnification was performed to the sample returned and residues of what appears to be ophthalmic viscoelastics (ovd) were observed on cartridge. A dent/distortion was also observed at the cartridge tip. Fibers/particles were observed on soft tip. No defect and/or product damaged were observed on soft tip. The complaint issue reported could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. A search on complaints revealed no additional investigations requests for this po number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that during implantation of an intraocular lens (iol) and using a psct30 cartridge, blue softip covered on the rod remained in the patient's eye. Incision enlargement was required to removed the blue softip. Suture was also required. No further information was provided.